Event description:
The customer reported that the lh500 hematology analyzer generated erroneously low eosinophil test results (0.7% and 0.8% on repeat) on pt sample. The test results were accompanied by several instrument-generated messages including a message to verify differential and to review test results. A manual differential was performed on the sample and 53% and 44% eosinophils were observed during duplicate counts. In addition, the sample was processed on a lh750 hematology analyzer and the eosinophil was found to be 44.8%. The erroneous test results were not reported out of the laboratory. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2009 a field service engineer (fse) visited the site to assess the instrument. He replaced the light scatter sensor, adjusted the sensor and verified instrument performance after repairs. An analysis of the test data associated with this pt sample indicated a dominant eosinophil population that appears in the typical neutrophil region on scatterplot. The lh500 software algorithm detected the abnormal double clusters in the neutrophil region and gated them together as neutrophils with verify diff flag as warning to operator. The root cause for the erroneous differential is unk but may be related to the light scatter sensor that the fse subsequently replaced and adjusted. However, the instrument flagged the sample appropriately for further review of test results. This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.